Event description:
It was reported that during a carotid stenting procedure, the accunet was deployed with no problem and another co's balloon catheter was used for pre-dilatation. The pt was assessed at each step and was doing fine. The acculink was deployed and the pt was again assessed and was still doing fine. The viatrac plus device was then used for post-dilatation, at 5 atm for about 30 seconds. The viatrac plus was then removed and the pt showed symptoms of a neurological event, as the pt was unresponsive to commands. The post-exam cine film showed embolic material in the distal vascular. About 15 minutes after the procedure, and before going to have a CT scan, the symptoms began to resolve and then ultimately, they fully resolved. However, the pt was still going to have a CT scan. Additional info was provided reporting that the pt's symptoms did not completely resolve and were continuing.